Event description:
It was reported that pump experienced malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of new replacement pump under warranty; confirmed shipping details, provided instructions for placing malfunctioning pump in storage mode, and instructed customer to return pump within specified time frame and to program pump settings and reconnect continuous glucose monitor on replacement device.